Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The user's blood glucose (bg) level was in the 400's (mg/dl). Reportedly, the user addressed the elevated bg level with a manual injection and stated that they took too much insulin. The user's bg level lowered to 42 mg/dl and the user ate carbohydrates to address low bg level. Reportedly, the user called a "voluntary emergency clinic" for them to be on the phone with the user until the user's bg level stabilizes. The user changed the supplies.